Event description:
On two occasions pt experienced respiratory distress and bleeding during attempts to insert and use the 3.5 ped, pediatric tracheostomy tubes. On both occasions, the reported devices were removed and the previous device model 0pt were placed. Pt returned to baseline condition. One (1) of the 3.5 ped device was discarded and it is believed one (1) 3.5 ped is available to be returned to the MFR for identification, analysis and investigation. As of the date of this submission the device has not been received.